Event description:
It was reported that a pump has a constant close door message found during preventative maintenance testing. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter and an evaluation could not be performed. If the device is returned, an evaluation will be performed and a supplemental report will be submitted.